Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00732, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a routine colonoscopy screening performed on (B)(6) 2010. According to the complainant, during the procedure, two large polyps were found in the sigmoid colon. One polyp had a 12mm stalk, the other was 10mm. Following the polypectomy the stalks were bleeding. The physician injected each polyp with 4ml of adrenaline. Then one resolution clip was used for each stalk to close them. However both clips misfired and fell into the colon. There were no attempts to retrieve the clips with no harm to the patient. The case was completed with olympus clips. The patient was kept in the hospital overnight to ensure he had no further bleeding. . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).